Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed error 214. No additional patient or event information is available. The complaint device was returned for evaluation. External visual inspection was preformed and passed. "Call tech support" error was observed on the screen. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. Customer complaint could be confirmed because of the occurrence of the call tech support error. The root cause could not be determined.